Event description:
It was reported that on (B)(6) 2009, the patient underwent a stenting procedure in a previously non-abbott stented, restenosed right posterior descending artery (rpda) with one xience v 2.5 x 15 stent and in a previously non-abbott stented, restenosed distal right coronary artery with one 3.5 x 15 xience v stent. On (B)(6) 2011, the patient experienced chest pain with exercise and was found to have a positive functional stress test demonstrating myocardial ischemia. On (B)(6) 2011, the patient underwent percutaneous coronary revascularization in the rpda index lesion for 95% restenosis. The patient's condition resolved on (B)(6) 2011 and the patient was discharged one day after the procedure. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina, ischemia and re-stenosis are listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It was reported that the xience stent was implanted in a non-abbott restenosed stent. It should be noted that the IFU states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The implantation of the stent to treat in-stent restenosis does not appear to have directly caused or contributed to the reported patient effects.